Event description:
Received a call from the product user that the strap tore away from the padded seat body of the large adjustable seat strap on an easystand strapstand. When this occurred the user fell back into his chair. The user was not injured.

Manufacturer narrative:
Upon review of this issue, the current inventory of the adjustable straps at altimate medical was tested at 1.5 times the maximum advertised user weight limit. 70 straps were tested internally and of out of those 70, three of the straps had one side where the strap tore away from the main seat body. This appears to have been caused by inconsistent manufacturing processes at the supplier who manufactures these straps. Altimate medical is working on updating and adding additional information to the product specifications for this component and is communicating with the supplier regarding their quality control processes.